Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. A visual, functional and dimensional inspection was not performed as no items associated with the event were returned or made available for evaluation.. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened. The reported event regarding a packaging issue for a vit'canc' screw 6.5 dia x 30mm triathlon total knee system was not confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the sales rep handed the screws for tibial baseplate to open and found that the package was unsealed. Heat shrunk all the way around except bottom. Inner package still sterile and used screw.

Event description:
It was reported that the sales rep handed the screws for tibial baseplate to open and found that the package was unsealed. Heat shrunk all the way around except bottom. Inner package still sterile and used screw.